Event description:
On august 2, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading compared to feeling/normal reading. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The alleged inaccurate high issue began on the day of event in 2009 at 3pm. The patient obtained a blood glucose reading of "255 mg/dl," which the patient felt was inaccurate compared to the way she felt. At that same time, the patient took action by taking more food/drink. Approximately 15 minutes later, the patient reportedly developed symptoms described as "fast heartbeat, lightheaded, blurred vision, and sweaty." The patient did not receive any treatment at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, does the patient feel that she did not eat enough to prevent the symptoms, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that can be associated with the hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.